Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer¿s family regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that therapy was not helping her and was worse than ever. She constantly was streaming out. Patient stated she did not feel stim and it had done nothing for her. Patient did not confirm if the device was on or anything. It was indicated that patient tried to get healthcare provider but had not gotten in touch with them. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.